Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I had an appointment with my dentist, and she recommends I slow down with the bottom aligners. There is one tooth that wiggles just a tiny bit, and she thought it would be better to wear the steps for at least 2 weeks, or possibly longer, for the bottom. Currently, I am on the 7-day plan. The clinical team determined that the patient's tooth mobility was within normal limits. There was no further response from the patient. Based on the available information, it is likely that this issue could cause or contribute to injury to the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.